Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: material no. 305060, batch no. 9105815. Per email: some of the syringes do not have any measurements on them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: material no. 305060, batch no. 9105815. Per email: some of the syringes do not have any measurements on them.